Event description:
It was reported that (1) tsw45 and (1) tr45w were used during a lavh procedure. It was reported by the rep that while the tsw45 was being used to transect the broad ligament, the stapler was fired 3-4 times. On the third or fourth firing, the stapler cut the tissue without stapling. Bleeding was controlled by bipolar electrocautery. The case then converted to a vaginal hysterectomy.